Event description:
Clinical study investigator reported event as a pulmonary embolus, but CT scan at 3-months post ablation reported thrombus at the posterior segment branch of the left lower lobe pulmonary vein extending into the orifice of the left lower lobe pulmonary vein.

Manufacturer narrative:
We were unable to perform a product analysis as no device was received. There is no evidence that indicates the device involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. Per the blazer dfu under adverse events, pulmonary embolism is an adverse event associated with ablation procedures. We were unable to review manufacturing records as batch number is unknown. Similar complaint trend was received for this product family, and no adverse trends were identified.